Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit and found that the helium tank was not seated properly. The fse reseated the tank and performed the leak test and passed. Also, changed the o-ring, which was only part of the pm. A full calibrations, safety, and functionality checks completed per the service manual and passed to factory specifications. The unit was returned to the customer.

Event description:
N/a.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium faster than usual. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.